Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked case at the display window corner, cracked reservoir tube lip, scratched screen, missing end cap sticker, and cracked battery tube threads.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 137mg/dl. Troubleshooting was performed, and the end cap sticker has fallen off. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.